Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm balloon. The pre-implant bav caused the calcified adhesions between the tricuspid valves to open. The valve was implanted, however moderate to severe paravalvular leak (pvl) was observed on angiography and may have been under expanded. A post implant dilation was performed with a 22 mm balloon but moderate pvl was still observed. The team elected to perform a valve in valve to resolve the pvl. The replacement valve was deployed, however it was noted that the pvl reduced to trace. The team thought that the first valve had continued to open after a certain period of time. The replacement was not implant and was removed from the patient's body. It was noted that the patient's severe calcification contributed to the issues. No additional adverse patient effects were reported.